Event description:
On (B)(6) 2014 the pt reported to ulthera: neck and lower jaw treatment in (B)(6) 2014 resulted in eyes are twitching then spread through the face since 2 days post treatment. The face has resolved, but eyes have not. Physician confirmed pt has marginal mandibular nerve palsy and anticipates resolution.